Event description:
It was reported that insulin leaked from the reservoir. The customer had discarded the reservoir prior to the report, so it was not available to be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.